Manufacturer narrative:
Other, other text: device evaluated, one sample was received which consists in one extension set. Four photos were attached in the complaint, an extension set is observed where a drop is identified through filter air vent. No obstructions, damaged, broken, or other defects were detected in none of the joins of the products. During the leak test, leak is present in the filter air vent, complaint is confirmed. As per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking extension set. . ?no adverse patient effects were reported by the customer".